Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, a part/piece of jaw broken, part fell into situs. It could be removed. No further information is available.

Manufacturer narrative:
(B)(4). Batch # p91n0x. Device evaluation: the device was received with no apparent damage and with the upper jaw firmly attached to the device and not missing as reported. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). There were no anomalies noted with the functionality of the device. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.